Event description:
It was reported that set screw on the device header broke during implant after inserting and removing the lead several times. Device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of a set screw anomaly was confirmed in the laboratory. The atrial and rv/svc set screws were found damaged and had silicone material in their hex cavities. The silicone material found inside each set screw hex cavity prevented full insertion of the torque driver into the hex cavity.